Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a moderate calcified right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention procedure. Reportedly, when the foot was attempted to be deployed, the foot could not be positioned properly against the arterial wall and the device came out of the anatomy. The foot was noted to be lost and it is unknown the location of the foot. Manual compression was used to achieve hemostasis. There was no report of adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot detachment was confirmed. Loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.